Event description:
The field service representative (fsr) observed smoke coming from the connector of the cnn board of the architect c4000 processing module during an onsite visit. The instrument generated a power error and wouldn¿t power on. The fsr stated the smoke was more than likely caused by liquid from outside the instrument coming in contact with the cnn board and connector. There was no damage to the customer facility. No impact to patient management or user safety was reported.

Manufacturer narrative:
Additional information: section h4 - device mfg date updated; section h6 - adverse event problem: medical device problem code added. The field service representative (fsr) saw smoke coming from the connector of the cnn board of the architect c4000 due to observed liquid from outside the instrument coming in contact of the part. During troubleshooting, the fsr discovered evidence of burning/charring on the cnn board and the analyzer was replaced. The instrument service history review for (B)(6) revealed no additional service tickets associated with charred/burned parts. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending for the cnn board did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint. The 2025 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The charring/burning, observed was limited to the cnn board part and did not spread to other parts of the module. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 for serial (B)(6), or the cnn board were identified.

Event description:
The field service representative (fsr) observed smoke coming from the connector of the cnn board of the architect c4000 processing module during an onsite visit. The instrument generated a power error and wouldn¿t power on. The fsr stated the smoke was more than likely caused by liquid from outside the instrument coming in contact with the cnn board and connector. There was no damage to the customer facility. No impact to patient management or user safety was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 02p24-40, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number that¿s exempt.